Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2366-70 serial # (B)(4) description: next generation anchor kit-sterile a review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients suture at the lead anchor site reopened partially. The patient underwent a revision procedure wherein the area was cleaned and the suture was revised. The patient is doing well postoperatively.